Event description:
The user facility reported that during a patient procedure smoke and a burning smell were emanating from the cmax table. The patient procedure was completed successfully without delay. No injuries to the patient or hospital staff were reported.

Manufacturer narrative:
A steris service technician inspected the table and found that fluid had entered the table base during the procedure. The technician noted the table shrouds were not properly sealed with room temperature vulcanizing (rtv) sealant. The table subject of the reported event is maintained and serviced by user facility biomedical personnel; biomedical personnel examined the table and found blood and fluid on the power supply and inside the base of the table. Biomedical personnel cleaned the fluid from the base, replaced the power supply and returned the table to service. No further issues have been reported with the equipment. The steris technician identified that the user facility was unaware that the table needed to be resealed with rtv sealant any time the shroud area was serviced. The technician advised the user facility of this and reviewed the sealant method with biomedical personnel any time the shroud area is serviced.